Manufacturer narrative:
There were no additional adverse events reported.

Event description:
Boston scientific received information from an out-of-service form that this device had eroded through the skin which lead to an infection of the entire implanted system. The device and leads were successfully extracted and the patient was place on antibiotic therapy. The patient will be scheduled for a system implant at a later date.